Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 223 mg/dl. Customer was just out cutting some wood and then they went inside and changed their infusion set. Customer then received another alarm and changed the battery twice. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.